Event description:
Pt was revised to address loosening of the cup.

Manufacturer narrative:
Examination of the returned bone screws does find evidence to support loosening of the cup as reported. The cup was not returned, therefore, examination is not possible. A complaint database search finds no other reported incidents against the provided product and lot code since their release for distribution. Lot codes for the associated screws were not provided. The investigation is unable to determine a root cause for the reported event with the provided products and info. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.